Event description:
The pt reported, a burning sensation at the pocket site, when stimulation is turned on. A boston scientific rep performed device eval. The problem was not confirmed. During a pocket revision procedure, the pt was implanted with a new boston scientific spinal cord stimulator.